Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the physician cannulated a non-boston scientific (bsc) guide catheter and wired a non-bsc wire in the lesion, and then took an nc balloon to dilate the lesion. A wolverine cutting balloon was then used and was inflated twice at 8atm and 11atm accordingly. However, at second inflation, it was noted that the balloon burst. The device was removed immediately and went through an injection. When no dissection and perforation was found, they replaced the device with another of the same size and completed the procedure by implanting a drug eluting stent (des). No patient complications were reported.